Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured c6 segment sidewall aneurysm with a max diameter of 7mm and a 5.2mm neck diameter. The landing zone was 3.57mm distally and 3.8mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was normal. It was reported that after the surgeon passed the p27 stent catheter through the lesion, the surgeon deployed the stent according to the standard operating procedure. The tip end of the stent was opened at the m1 straight segment, but the stent distal end was difficult to open. After deploying about 10mm and waiting for about 20 seconds, the stent was slowly opened, but the distal end of the stent was not fully opened, and the image looked like that it was a little uncomfortable. The stent was then taken out of the body and some problems were found at the distal end. After that, the surgeon changed to ped 4-20, and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a achieva guide catheter and stryker guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal end of the stent was damaged. The cause of the event was not determined. The pipeline was not placed in a vessel bend when it failed to open. There were no other operations attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged .testing/analysis: n/a . Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. However, the root cause for the damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. Damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. However, the root cause for the damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.